Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 52 mg/dl at the time of the event. The customer was treated with glucose. Troubleshooting was performed. The customer had been using the insulin pump system within 48 hours. It was also found that the auto mode feature was not active at the time of the event. The customer reported sensor glucose vs blood glucose event. Blood glucose was initially 52 mg/dl then they sipped orange juice then ate candy. Blood glucose value was 166 mg/dl while sensor glucose value was 52 mg/dl. The event involved product(s) mmt-7020la. The sensor was worn for 4 days or more. Sensor was securely taped. No product return is expected for mmt-7020la. No further patient complications were reported. It was unknown whether the customer will continue the use of the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.